Event description:
Event description boston scientific received information this this device was returned due to patient infection. There were no allegations or complaints against the device. Subsequently, this device was pulled from archive for further analysis testing.